Manufacturer narrative:
The company rep examined the system and observed handpiece not working as per specifications. The system was then tested and met product specifications. No parts were replaced. Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported the system would not recognize the handpiece during surgery. The system was switched out and the case was completed. There was no pt injury reported.